Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle retraction problem. The following information was provided by the initial reporter: complaint: when starting IV, button was pushed to retract needle but needle did not retrack immediately and had to pull back in order for needle to retract 1. When you pressed the button, did the needle fully retract? No. 2. Did the needle retract slower than normal? No. 3. Did the needle start retracting and then stop, leaving the needle exposed? Yes, but needle not exposed. 4. Did the needle not move at all after pressing the button? Slightly. 5. Did the button depress? Yes. 6. Can you please provide an exact date of event in this format mm-dd-yyyy? 06-09-2025. 7. Can you share any physical sample or photo if available for investigation? Have product and can return to bd, lot # 5016459 on product # 382534.

Manufacturer narrative:
Customer clarifies that no harm/serious injury occurred. Annex e/f codes updated.

Event description:
Clarifying information: 07/17/2025. Was there any harm or serious injury related to this reported event to the patient or hcp? No patient injury.

Manufacturer narrative:
The complaint that the needle did not retract immediately could not be confirmed from the two retracted needles that were provided for investigation. The needles were received fully retracted within the safety shield. What appeared to be blood residue was visible within the flash chamber, which indicates the samples were used. The safety mechanism was reset and a functional test revealed that the retraction time was within specification. No damage or defects were identified on the returned samples. Failure to loosen the catheter from the needle as instructed in the IFU can affect needle retraction. Prior to accessing the vessel, the instructions for use state, "hold the catheter hub and rotate the barrel 360-degrees to loosen the catheter tubing from the needle." The IV catheter was not provided for investigation and the cause of the reported issue could not be determined. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.